Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3.5 years after the dental implant and abutment were placed in ada site 30 in the mouth, the implant lost integration and the abutment fractured in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, it was seen that the dentist had to remove the dentl implant due to the abutment fracture. Therefore, the device code was considered as no known device problem.

Event description:
The clinician reports that 3.5 years after the dental implant and abutment were placed in ada site 30 in the mouth, the implant lost integration and the abutment fractured in type iii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).